Manufacturer narrative:
B3: estimated date.

Event description:
According to the available information the basket broke in the middle of the case. The wire split in two.

Event description:
According to the available information the basket broke in the middle of the case. The wire split in two.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint on the lot number 8912337. Checking the quality databases did not reveal any anomaly in relation to the described defect. On july, we received one used sample. After decontamination, the sample received (entire without broken part) was tested and no issue was observed. No defect on the sheat or on the handle was observed. However, on the video provided with the complaint, we noted that the basket was deformed due to a ring moved. Based on the above, this complaint is confirmed as a product defect. For your information, after replacing the ring at the basket extremity dormia becomes functional again. This fault can be observed when pressure is applied around the chain when the basket is pulled out. The ring can be replaced by sliding it along the basket to its end.